Manufacturer narrative:
The device was returned for evaluation. The examination of the returned device showed no abnormalities. The testing of the returned device confirmed that "error code 42224" was recorded in the device information menu. The cause of this issue could not be definitely established.

Event description:
It was reported that the device gave an alarm with error message "error 42224". No known adverse effects to patient.